Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from hong kong alleged discrepant sars-cov-2 results for 8 patients while using the cobas® sars-cov-2 & influenza a/b assay for use on the cobas® liat® system. The 8 alleged samples were initially tested on cobas liat and generated a sars-cov-2 positive result. 7 samples were retested on a competitor platform (cepheid) and generated a negative result. 1 sample was repeated on a separate cobas liat analyzer and generated a negative result. The results were reported as negative and no harm was alleged. Per FDA¿s eua guidance, 8 mdrs will be filed.

Manufacturer narrative:
This MDR addresses sample 8. No product problem was identified. The most probably root cause would be that the sample is near/at the limit of detection (lod) of the assay and the differences in testing methods. A systemic reagent issue was ruled out with internal testing. Review of the alleged runs showed that the alleged sample generated true amplification. Of note, the alleged sample was collected with longsee brand vtm 2ml, which is an off-label collection kit. Updated b6 to provide or correct the correct sample type for sample 3 thru 6.